Event description:
Patient reported rupture and mentioned awareness of recall against left side. Patient later reported "pain left breast for one month". Ultrasound stated 'fracture of the left breast, probably intracapsular'. The device was explanted and replaced with non-abbvie brand. This record relates to the left side.

Event description:
Patient reported left side rupture and mentioned awareness of recall against the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture diagnosed via ultrasound/mammogram and mentioned awareness of recall against left side. Patient later reported "pain left breast for one month". Ultrasound of the left breast showed a fracture of the left breast, probably intracapsular. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture and mentioned awareness of recall against the device. Device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture and mentioned awareness of recall against left side. Patient later reported "pain left breast for one month". Ultrasound stated 'fracture of the left breast, probably intracapsular'. The device was explanted and replaced with non-abbvie brand. This record relates to the left side.